Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the high bg issue could not be verified.